Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen via an implanted pump for intractable spasticity. It was reported that the patient stated their pump starting making the non-critical alarm tone once an hour. The patient stated about two hour sago they started hearing a two tone alarm ten minutes prior to the long beep. The patient did mentioned that their refill appointment was scheduled for (B)(6) 2024. Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the patient started having increased spasticity and went to the emergency room (ER) last saturday with increased symptoms and baclofen withdrawal. The patient was admitted and found out that the low reservoir alarm was occurring and the pump had been flipping. The caller stated the healthcare provider (hcp) accessed the pump and some of the drug went back into the empty syringe and then aspirated 17ml. It was reported that the expected volume was 0.7ml and the actual volume was 17ml. It was reported they attempted a catheter access port (cap) study and they were unable to aspirate any fluid. The patient reported that the pump had been flipping in the pocket. The pump was put into minimum rate mode until a revision could be performed. On (B)(6) 2024, a pocket and catheter revision was performed. The catheter was found to be severed at the pump connector site. The remaining pump segment was found to be extremely twisted and tangled all the way back to the anchor point. The pump segment was cut at the spine pocket site. A new pump segment was connected and im planted. The issue was resolved at the time of the report. The patient's weight at the time of the event was 166 pounds.